Manufacturer narrative:
Date of report : 08mar2019, date rec¿d by MFR : 19jan2019. Failure analysis conducted by philips on the returned gas delivery system (gds) shows that the failure was unable to be replicated. All air flow, oxygen flow, and oxygen accuracy testing passed. All attempts to disconnect the patient circuit in normal operation resulted in alarms and errors displayed on the screen. No fault was found. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
On (B)(6) 2018. On (B)(4) 2019. International UDI: (B)(4). The manufacturer¿s international service technician replaced the flow sensor assembly preventively. The unit was checked overall, run in tested, cleaned and functionally tested and no abnormality was confirmed.

Event description:
During periodic maintenance, the manufacturer¿s international service technician replaced the flow sensor assembly preventively in response to the customers claim of a patient disconnect alarm not sounding. There was no patient involvement.